Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received pump error alarms. The customer's blood glucose level was reported to be 151.2mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected active insulin cleared alerts, post-reset ram crc alarm, history pointers failed error, trace pointers are invalid error, pump error 112, pump error 117, blank display anomalies, reset of settings anomalies, restart anomalies, reservoir icon anomalies or delivery stopped alerts noted during testing. The blood glucose meter and the guardian 2 link transmitter were recognized by the insulin pump under test. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, faded serial number label and peeling end cap address label.